Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
(B)(4). A pericardial effusion occurred post roof line ablation. The therapy cool path duo ablation catheter was used with the artisan sheath. The artisan sheath was re-calibrated and re-aligned several times due to movement issues with the device. The patient became hypotensive and fluoroscopy revealed a light shadow surrounding the heart shadow. An echocardiogram was performed which confirmed an effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.